Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that he was unable to communicate with a vns therapy pulse generator due to a malfunctioning programming wand. Troubleshooting was unsuccessful in resolving the issue. Programming wand was subsequently returned to manufacturer for product analysis. During analysis the reported issue, communication problems, was confirmed. Analysis showed the cause of the communication errors was that the serial data cable p1 conductor was pulled out from it's plug. Analysis showed that the root cause of p1 being pulled out of its plug was serial data cable's dislodged strain-relief grommet. It is not known why the strain relief grommet became dislodged from its intended location.